Manufacturer narrative:
The disposable device is not available to be returned at this time to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a 29cm solero applicator. The doctor reported during a microwave procedure, the applicator broke at the junction. The applicator was exchanged for another of the same applicator and the procedure was completed. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
Returned for evaluation was a 29cm solero applicator. Based on the examination of the returned device, the tip was not "broke at the junction" as initially reported by the end user. The event was initially assessed as reportable as a precaution since no other information was able to be obtained at the time the intial report was due. This event does not meet the criteria of a reportable adverse event based on the sample evaluation. And has been assessed as not-reportable. This report is being submitted in order to close out the complaint record. . Reference (B)(4).